Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. An event of lead migration was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01924. It was reported the patient's leads had migrated. Surgical intervention is currently pending.